Event description:
During the procedure, the physician made a 1cm (0.4 inch) incision to facilitate placement of a wilson-cook percutaneous endoscopic gastrostomy feeding tube. During placement, resistance was encountered. The silicone feeding tube and plastic insertion tube broke at their connection. Therefore, the gastric feeding tube could not be placed. The pt was reported to be in stable condition.